Event description:
(B)(4). It was reported that post coronary stenting procedure in-stent restenosis and chest pain occurred. In (B)(6) 2010, the patient presented with chest discomfort and exertional dyspnea. The patient was hospitalized the same day and cardiac catheterization revealed one target lesion. The lesion was 99% stenosed and located in the proximal right coronary artery (rca), extending to the mid rca. It was 20 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 2.75 x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0% and the patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with recurrent chest pain. Following coronary angiography, the patient underwent pci to treat restenosis proximal to the previously placed 2.75 x 38 mm taxus liberte stent. The study stent was noted to be patent. The proximal rca was treated with balloon angioplasty and the placement of a 3.00 x 20 mm ion drug eluting stent. Following stent placement, residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).